Manufacturer narrative:
(B)(4)

Event description:
Procedure: gynecology. According to the reporter: medical affairs investigated (B)(6) complaints of serious adverse event following use of an unknown v-loc code. Customer stopped using devices 3 years ago reportedly due to adverse event. Tearing/ischemia. Incident was reviewed and determined to be due to incorrect use. Surgeons reported not cutting the tail flush (not following the IFU) and pulling suture tightly. If one pulls on vloc too much and exerts too much tension on the tissue one can potentially create a situation that leads to ischaemic tissue. In other words, vloc does not slide compared to say maxon, which is a monofilament and can slide through tissue, correcting any potential errors. No further information will be available on any of these events